Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Moisture damage noted on electronic assembly. The device had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 423 mg/dl; treated with manual injection. The customer stated she fell into a pool about a month back and was at beach but did not wear the device in the water. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.